Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of a damaged iol by injector therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported products acceptance criteria. Because a sample was not received and the device history record review of the lot number provided indicated the product was processed and released according to the products acceptable criteria, the root cause for customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported with a description of the intraocular lens ( iol) was cracked and broke into pieces. No patient contact, it was noticed prior to insertion. Additional information has been requested.